Event description:
During follow-up, intermittent loss of pacing was observed on the electrocardiogram. All measurements including pacing threshold, impedance and r wave amplitude were within range; however, signs of intermittent pacing on the bedside monitor still appeared. The right ventricular (rv) lead was explanted and replaced. The new rv lead was connected to the pacemaker and unsuccessful pacing was still observed. The pacemaker was then replaced and the event was resolved. The patient was stable. Related manufacturer reference number: 2017865-2017-32622.